Manufacturer narrative:
Date is estimated. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effects are being filed under a separate medwatch report #. "Major ischaemic and bleeding risks following current drug-eluting stent implantation: are there differences across current drug-eluting stent types in real life?".na

Event description:
It was reported through a research article identifying xience stents that may be related to the following: death, ischemic events, and bleeding events. Specific patient information is documented as unknown. Details are listed in the attached article, titled "major ischaemic and bleeding risks following current drug-eluting stent implantation: are there differences across current drug-eluting stent types in real life?".

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.